Event description:
It was reported that the patient complained of pain after oblique lumbar interbody fusion (olif) surgery at l4-th5.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.